Event description:
During the index procedure one endeavor sprint des was implanted in the distal left circumflex and one endeavor sprint des was implanted in the mid rca. Approximately 8 months post index procedure the patient suffered a hemorrhage of the digestive tract. This was treated with medication. The patient was on dapt at the time of the event. The patient recovered. The investigator reported that the event is not related to the index device but is related to the anti platelet therapy.